Event description:
An arterial air alarm occurred during rinseback of the pt's blood due to a closed clamp on the arterial line. The operator discontinued rinseback, resulting in an estimated blood loss of 160cc. Hb was 9.5 g/dl on (B)(6) 2012 and decreased to 9.1 g/dl on (B)(6) 2012. Epogen was increased from 10,000 units 1xweek to 18,000 units 1xweek. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The alarm is attributed to the operator not following instructions as directed in the user's guide to perform rinseback. The cycler alarmed appropriately. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.